Event description:
It was reported, that a nasal intubation was planned for a patient. The tube was selected for first time use. The tube cuff was found to be leaking. Another tube was selected. Again the cuff was found to be leaking. Both the tubes were new and had just been opened at the time of intubation. Both were found to be leaking. It happened at the (B)(6) hospital. 2 items were affected. And are not available for return. "No injury" was reported. The event did not affect patient care.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date, UDI number, and h4: manufacture date are unknown. No information has been provided to date. E1: initial reporter title: regulatory affairs/pharmacovigilance. H3: other: device has been reported, as unavailable for return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the reported complaint was unable to be confirmed as no product was returned and no photos were provided. If the product is returned at a later date, the complaint will be reopened for further investigation. A DHR review was not performed as no lot number was provided.